Event description:
As per the details received on e-complaint (B)(4). "The provider was not able to cut, despite pressing the button numerous times. He pressed and held and pressed and released " "after multiple attempts, was able to complete the leep."

Manufacturer narrative:
Coopersurgical, inc. Is investigating the reported conditon.

Manufacturer narrative:
Investigation: x-no sample returned. X-review DHR . Analysis and findings: (B)(4). Was the complaint confirmed? No. Distribution history: this complaint unit was manufactured at csi on 09/21/2022 under wo #'s (B)(4) and shipped on 09/24/2022. Manufacturing record review: DHR's 322676 & 315262 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint conditions. Product receipt: the complaint unit was processed for a return on RMA 341037. Visual evaluation: a visual evaluation could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: an evaluation could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: no definitive root cause for this issue could be reliably determined at this time as the unit was not returned. Correction and/or corrective action: no corrective actions are applicable as the unit was not available. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
As per the details received on (B)(4). "The provider was not able to cut, despite pressing the button numerous times. He pressed and held and pressed and released. " "after multiple attempts, was able to complete the leep."